Manufacturer narrative:
The reported event of ipg eri was confirmed. The ipg battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared (eri). The ipg had normal battery depletion at the time of explant. The device had not declared end of life (eol) at the time of explant.

Manufacturer narrative:
Reporter phone number (B)(4). B3-date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.